Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after fourteen (14) or less of wear and the customer was unable to obtain readings. As a result, customer experienced vomiting, sweating, paleness and was unable to self-treat, requiring treatment with sugar provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR (device history review) for the sensor kits were reviewed and the DHR showed libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after fourteen (14) or less of wear and the customer was unable to obtain readings. As a result, customer experienced vomiting, sweating, paleness and was unable to self-treat, requiring treatment with sugar provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.